Event description:
It was reported that the entire system was removed due to an infection. Perioperative antibiotics had been administered. The patient had experienced chronic intermittent infection which had been ongoing since original implantation. The patient had not had meningitis. Signs and symptoms of the infection had included wound erosion. The primary location of the infection was behind the patient¿s ear at the connection block. The culture source was unknown and the type of organism cultured was staph. Treatment administered was antibiotics delivered via a peripherally inserted central catheter (pic) line. The patient was still being treated. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead; product ID 3389-40, lot# j0300439v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. (B)(4).